Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported the patient had severe urgency and frequency with nocturia. For trouble shooting/ interventions, the patient was put on medications including doavp, oxybutynin, mybetriq and vesicare. The patient also had 2 reprograming sessions- (B)(6) 2010 and (B)(6) 2010. The nocturia was noted to be more physiologic and not device related. The issue that the device stopped working was not resolved but the symptoms were managed on medications.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v318138, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The healthcare provider reported the implantable neurostimulator (ins) "stopped working" about 18 months prior. It was unknown why the ins stopped working. The patient was indicated for urinary dysfunction. No specific information including symptoms, troubleshooting, actions taken, or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.